Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer also stated that the insulin pump bolus wizard was not working. Customer treated low blood glucose with carb. Customer declined trouble shooting for low blood glucose level. The device will not be returned for analysis.